Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer stated that he had the pump in the bathroom area when he took a shower. Customer also stated that there were cracks on the bottom right corner around the lcd screen and in the threads of the battery compartment. Customer was unsure of how the damage occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.